Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-04126.

Manufacturer narrative:
Concomitant medical products: model 3788, scs ipg and therapy dates: unknown when the issue started. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-04126. It was reported the patient experienced ineffective therapy for years. As such, surgical intervention may take place at a later date to explant patient's scs system.